Event description:
It was reported that in 2009, the patient was intubated. The tube was checked prior to use. At about 8 days later, air leaked from cuff. Air was added to the cuff, but it could be inflated. The patient was re-intubated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.